Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2/e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the coating on the connecting tube had peeled off but the cause could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the entire image shown on the evis lucera ultrasonic bronchofibervideoscope was foggy. The event occurred when preparing the scope for use during a diagnostic procedure. The procedure was completed using a similar scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the coating on the connecting tube was peeled off. The report is being submitted due to peeled coating found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the, evaluation found the complaint was confirmed and the image was blurry due to breakage of the charged coupled device (ccd) unit and a dirty ccd lens. In addition, evaluation found the connecting tube was corrugated, the ultrasonic image was abnormal since the ultrasonic element was missing due to breakage of the cable, the control unit was dirty, angulation in the up direction was out of standards due to worn angle wires, there was corrosion from the scope connector and cope ID due to leakage, the distal end was deformed, there was corrosion from the electrical connector due to leakage, and there was a black scratch on the vide due to the broken ccd unit. This event is under investigation. A supplemental report will be submitted upon receiving additional information.